Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The rear case was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During regular maintenance of the device stryker observed the battery pin in the device was pushed in and not making proper contact. As a result, defibrillation therapy may not be delivered. There was no report of patient use associated with the reported event.